Event description:
The patient's family member contacted lifescan (lfs) and reported that patient's one touch ultra meter was reading inaccurately low and they alleged that patient's ffet was amputated due these low readings. Medical affairs specialist called and spoke with the reporter, who provided additional information. The patient had revceived the meter through their insurance company about a year ago. They had started to notice the decimal point in the results in sep-oct 2004 ( around 8 months ago). The patient's family member stated that they were unaware of the different units of measure and kept on testing on the meter. The patient has an owner's manual. They stated that they stated that patient does recall goint into the meter settings to change the unit of measurement. They were getting results from 8.0 - 16.0mmol/l, but was misintepreting them as 80-160 mg/dl. They had also continued to take their sliding scale insulin (sliding scale not provided) in the morning, at lunch, and in the evening. In 2004 the patient had thrir first amputation surgery of their left foot. The foot got infected. A second amputation surgery was performed in 2005. Both of these surgeries were performed during the time the subject meter may have been in the wrong unit of measurement. The patient's family member alleged that due to these misintepreted "normal readings" they were not giving themselves enough insulin and was "continously having high blood sugars." It is not known how long the patient had diabetes. No other meter or lab glucose readings, nor symptoms or hyperglycemia are reported. The meter readings of 16.0mmol/l indicate hyperglucemia, that could be a consequence of misintepretation of the readings that were in mmol/l as in mg/dl. Therefore, this case is reported as an adverse event.